Event description:
Healthcare professional reported rupture and capsular contracture baker grade IV. This record is for the left side. Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported rupture and capsular contracture baker grade IV of a non-abbvie device. This record is for the left side. Device has been explanted. Un-reporting.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.